Manufacturer narrative:
A partial lead with the connector pin measuring 8.8cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving an alert for non-sustained right ventricular oversensing via merlin.net. Review of the episodes showed noise. The noise was not able to be reproduced in clinic. Programming changes were recommended, but not made at this time. Patient will continue to be monitored.